Manufacturer narrative:
Medwatch submitted on 07/13/2015.

Event description:
F/u confirmed with the physician that the pt does not have lymphoma or alcl.

Manufacturer narrative:
Analysis of device noted as follows: the implant weighed 223.42 grams. Brown particles were observed on the implant shell. Brown particles were observed in the gel. One sharp edged opening was noted on the posterior portion of the implant.

Event description:
Patient reported right side rupture. Patient additionally reported "nausea, and alcl" and other unspecified "side effects." Alcl will be captured as lymphoma as this event cannot be confirmed by the physician. See MFR # 9617229-2015-00086 for the left side. Follow-up confirmed with the physician that the patient does not have lymphoma or alcl.

Event description:
Pt reported right side rupture. Pt additionally reported "nausea, and alcl" and other unspecified "side effects." Alcl will be captured as lymphoma as this event cannot be confirmed by the physician. See MFR #9617229-2015-00086.

Manufacturer narrative:
(B)(4). Device labeling addresses the possibility of adverse events as: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "Discuss with the pt the warnings, precautions, important factors to consider, possible adverse events, and allergan's core clinical study results." "Based on info reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant."